Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pyxis orders not crossing over. A technical support specialist applied knowledge article 000007723 "medstation es - configuring messaging polling interval times and message processing speed" to increase the processing queue to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm production server w/sql lic.

Event description:
It was reported by the customer that a pyxis medstation es system had a order was not crossing over. The customer reported that there was a delay in dispensing medication to the patient and nurse unable to pull medication. There were no adverse events or injuries reported based on this event.